Event description:
It was reported while using the panel phoenix nmic/ID-307, a patient sample was incorrectly identified. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of escherichia coli, proteus mirabilis and enterobacter cloacae when using phoenix panel nmic/ID-307 (449289) batch number 2291573. The customer did not return panels but provided phoenix generated lab reports and e.coli isolates for the investigation. The lab reports show test results from phoenix and maldi identifying p. Mirabilis as e. Coli, other lab reports show organisms identified as e. Cloacae and e. Coli with the maldi biotyper. It is to be noted that retention panel batch 2291573 was not available for investigation testing. A comparable batch (3010436) was used in investigation testing. To investigate, customer returned isolates were ran on a bruker maldi and verified as isolate ud-1 through ud-8 as e. Coli, ud-9 as p. Mirabilis, and ud-10 as e. Asburiae. Then, one retention panel from comparable batch 3010436 was tested using customer returned isolates e. Coli (ud-1 through ud-8) on a phoenix m50 machine and evaluated for identification results. Next, one retention panel from the comparable batch 3010436 was tested using customer returned isolate p. Mirabilis ud-9 on a phoenix m50 machine and evaluated for identification results. Last, one retention panel from comparable batch 3010436 was tested using customer returned isolate e. Asburiae ud-10 on a phoenix m50 machine and evaluated for identification results. The batch tested with e. Coli (ud-1 through ud-8) identified correctly as e. Coli. The batch tested with p. Mirabilis ud-9 identified correctly as p. Mirabilis, and the batch tested with e. Asburiae identified as e. Cloacae, which is a member of the e. Cloaae complex. Therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batches. A review of complaints revealed additional complaints on complaint batch 2291573, two of which are related to this defect but not confirmed. Complaint trending was performed, and no trends were identified associated with this defect. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.